Manufacturer narrative:
The evoke scs system was discarded. The root cause of the wound dehiscence cannot be definitively determined. The evoke scs system surgical guide details patient instructions including, "after implantation of the evoke system, patients should take care to allow adequate healing¿. The potential risks associated with surgery and spinal cord stimulation including, "skin irritation and the patient may require surgery (including revision, explant, and replacement)" as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for wound dehiscence at the evoke closed loop stimulator (cls) implant site. Antibiotics were prescribed but it did not resolve the reported event. The evoke scs system was explanted to resolve the reported event.